Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/700/500. As it was stated, the paint was damaged on forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 15th march 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500/500. As it was stated, the paint was damaged on forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
On 15th march 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/700/500. As it was stated, the paint was damaged on forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th march 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500/500. As it was stated, the paint was damaged on forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Previous d4 catalog # ard568422010c corrected d4 catalog # ard568350909 / ard568350908 / ard568350908 previous h4 manufacture date: 2011-09-26 corrected h4 manufacture date: 2009-12-11. Getinge became aware of an issue with our surgical lights ¿ powerled 500/500/500. As it was stated, the paint was damaged on forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet their specifications due to paint damage which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint damage on powerled and hled surgical lights, there was one event which led to the serious injury, and it was related to the paint damage problem. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue related to the paint damage is high. Root cause evaluation was performed by subject matter experts at the manufacturing site. Unfortunately, the experts indicated that they did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.